Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
During atherectomy of the left sfa, the physician used a 7f sheath with the turbohawk, via right common femoral artery access. The turbohawk was inserted, used, and cleaned one time with no issues. The second insertion consisted of one cut of the entire length of the sfa. Once the turbohawk was distal, the catheter was clicked 60 degrees and pulled back. One short cut was made and the nosecone was full. When the md tried to remove the turbohawk, resistance was felt. The turbohawk was stuck and the level of the sheath. Upon magnification, it was noted that the wire somehow had made a loop and caused the whole system to get stuck. The sheath was pulled back to straighten the wire. After the wire was straightened, the turbohawk was removed, however the tip of the catheter was missing. The tip was in the sfa. After a failed attempt to snare it, the tip was stented over with a covered stent.